Manufacturer narrative:
The hill-rom tech removed, cleaned and reinstalled the head hi/low valve to repair the bed.

Event description:
Info received indicates the head hi/low function of the bed is drifting down. A pt is in traction on the bed, but was not injured.